Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: litigation alleges that the patient suffered from pain and fatigue on account of her asr hip implants. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Patient is bilateral. Right hip: doi: (B)(6) 2008 dor: not yet scheduled. Left hip: doi: (B)(6) 2009 dor: not yet scheduled. Patient is a resident of (B)(6). Update - der rcvd for left 10 april 2014 updating product codes/lot numbers/ hospital/ surgeon and patient information. Added cup loosening to reason for revision update correction: update received (B)(6) 2014 is incorrect. Left hip; doi (B)(6) 2009 dor not yet scheduled. Right hip: doi: (B)(6) 2008 dor (B)(6) 2014. Products already listed are for the right hip. (Not left) right taper sleeve lot # added. Additional product added for right hip - stem. Additional 4 products added for left hip.

Event description:
Litigation alleges that the patient suffered from pain and fatigue on account of her asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/07/2015 - plaintiff's preliminary disclosure form was received, which identified left doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Medical records indicated that the revision on (B)(6) 2014 was for the left side not the right. The complaint was updated on: 04/16/15.